Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, patient¿s past medical history: colon cancer. Status of the patient: recovering well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy procedure, the device partially fired and did not fire. The reporter is not sure whether the stapler or reload had issues. The surgeon placed the device across the tissue, closed, and started to fire. The stapler knife assembly moved forward about 15mm and stopped. No amount of force could push it forward. Surgeon retracted and removed the stapler. Used a new reload and applied the stapler where the first staple line ended. With this reload the stapler firing knobs would not move forward at all. A surgical intervention was needed, resected more colon tissue than originally planned. Would not have been able to complete the anastomosis without removing additional colon tissue. There was tissue loss.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A single use loading unit was received partially applied. The instrument was received. Staple pushers were deployed at the proximal end; the staples were not deployed at the distal end. The knife blade was stuck in the anvil knife blade channel. Fully formed staples were observed in the anvil. Microscopic inspection of the knife blade displayed damage. Functionally; the sulu was unloaded and loaded repeatedly without difficulty. The sulu was reset. The sulu and instrument was applied to test media with acceptable results; the knife cut completely and cleanly and the remaining staple lines were properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the obstruction condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.